Manufacturer narrative:
Information was received indicating that a smiths medical medfusion pump and there was no external damage noticed. They were unable to go into the event history due to the power up problem with the system. The pump was powered on and turned off by itself a moment after. The main board was replaced and this cleared up the problem.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was constantly alarming and was not delivering medication. There were no reported adverse events.